Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: l5-s1 pseudoarthrosis with discogenic low back pain. Procedure: l5-s1 anterior lumbar discectomy. L5-s1 anterior interbody fusion with placement of interbody cage and anterior lumbar plating. As per-op notes: "a size 13 synthes cage was filled with rhbmp-2 and this was impacted into place." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.